Event description:
It was reported that the 9600 system had a collimator iris potentiometer error and the laser aimer was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted and calibrated and the laser aimer required during the service call. The system was tested, and found to be working as intended, and put back into service.